Event description:
It was reported that the pt was in a car crash 3-1/2 yrs ago which resulted in him breaking his back (in three places), left knee and leg and all of his ribs on the right side. The pt's right ankle was fused. The report indicated that during this time the pt was in good spirits and never depressed. In 2009, the pt had a pump implanted. The pt reported that it helped his pain great. The report indicated that the pt's testosterone level was almost '0' and for the past couple of months he's become very depressed. The pump has needed frequent adjusting. The pt reported feeling like the pump does not work at all sometimes and that "my feelings are almost like withdrawal symptoms". The type of medication, concentration, and daily dose being administered via the pump were not reported.